Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. It was unknown or the caller declined to answer whether this caused the customer's blood glucose level to exceed a particular limit. Technical support provided information for resetting the pump and assisted the caller in performing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappears.